Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation (B)(4). (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the faulty one-way valve is leaking blood. No consequence or impact to the patient. There was a blood loos of 10cc. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 13, 2018. (B)(4). Visual inspection was performed on the returned sample, during which dried blood was noted within the valve. No other anomalies were noted anywhere on the device. A review of the device history record revealed no manufacturing anomalies. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of those tests. The sample passed all leak tests and met all specifications. A retention sample was also ran through the same five tests, it was found to function as intended and passed all tests. The root cause was excessive positive pressure within the line (aortic root vent line) that caused the valve to activate leading to blood loss. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.